Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The manufacturer did not receive x-rays, or other source documents for review. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Device remains implanted.

Event description:
It was reported the patient is experiencing pain post-primary total hip replacement. No revision has been reported to date. No further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: no trend considering the following event is identified: pain. Event description: patient called to have a recall check performed as she heard there was a recall on zimmer hips. Patient is currently. Experiencing pain. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. Nevertheless, the risk management worksheet for the ceramic heads include a risk for pain which is related to inappropriate functional mechanical characteristics due to insufficient manufacturing process. Conclusion: patient is experiencing pain and asking if there was a recall for her implants. No lot number for the head was reported. Therefore, the review of the device history records for the product could not be performed. Moreover, no recall is existing for the reported ceramic head. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).